Event description:
During an epi-retinal membrane procedure, one of the arms of the forceps separated from the handle and fell onto the retina. The retina became detached when the piece was removed from the eye. The pt was treated for the detachment and at the one-day post-op visit, the retina appeared to be intact.